Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form. The surgeon manually sutured the rectal stump and performed a colostomy. The hospital has reported that the patient's condition is satisfactory.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.